Manufacturer narrative:
The reported event was unconfirmed. A visual evaluation of the returned sample noted one opened (without original packaging), lubrisil silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 50:50 as compared to attachment 1 of tm0300903 (rev 2). The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the catheter balloon was measured (0.7750 inches) and found to be within specification (0.6-0.9 inches) per dwg8071, revision 11. The catheter was confirmed to be size 16 fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon of the bardex lubrisil foley catheter would not inflate; rather the middle of the catheter infused instead. This occurred during the pretesting of the catheter.